Event description:
It was reported an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The caller declined to troubleshoot and chose to replace all necessary supplies and successfully resumed insulin deliveries.